Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported that for about the past 3 days they had been experiencing a lot of static shock in their fingers when they touch people or open doors. The patient described the shock as very noticeable and a "pretty good snap." The patient did not make any changes to programming prior to this issue, nor did they experience any falls or trauma. The patient was concerned the lead might have moved, so they sent a message to their doctor this morning and they advised the patient to call the manufacturer. The patient's nurse advised them to turn off the ins to see if the static shock persists, and the patient said they planned on doing that later today. The patient was redirected to their doctor to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2gjh7); product type: 0200-lead; implant date (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.